Manufacturer narrative:
Investigation results: the lower jaw of the instrument is broken off. The broken off part is enclosed. We made a visual inspection off the instrument, especially the jaw. The lower part of the jaw was broken off, the broken off piece is enclosed. The other mechanical functions (articulating, activation of the blade) worked well. The jaw of the instrument is heavy soiled (blood and tissue). Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. There is no further complaint with this batch and this error pattern at hand. Conclusion and root cause: the root cause for the problem is most probably usage related. Rationale: in similar cases like this, the surgeon grasped too much tissue or hard pieces like bones e.g. Different as described in the complaint text, the lower jaw was broken off. The definitive root cause was applying excessive force on the jaw. A material defect or a manufacturing error can be excluded. A CAPA is not necessary.

Manufacturer narrative:
Investigation results: visual investigation: the instrument arrived in decontaminated condition. The instrument shows no damages or defects. We made a visual inspection of the received instrument. During the investigation we found no optically or functionally defects. Neither the handle nor the hexagon exhibit any damages or wear. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a caiman instrument. The following was reported: the incident occured in surgery. Upper (white) jaw portion of the device broke off during use of the instrument. Following this 2 other devices were opened in order to alleviate the issue and when they were plugged in to the generator, they gave a regrasp tone immediately when plugged in and would not work. There was no patient harm. An additional medical intervention was necessary. This event prolonged the surgery for 15 minutes. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The adverse event is filed under (B)(4).